Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted 0.62ml of fluid had leaked into the stress member. No signs of damage were observed on the stress member plug. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked into the stress member due to a malformed stress member plug. This problem was found before use. The device was filled with vancomycin. There was no patient involvement. No additional information is available.